Manufacturer narrative:
(B)(4). Batch # n53u5r. Additional information requested and received: can you please provide further detail of how the cartridge reload was damaged. Was the cartridge pan dislodged? Were staples protruding from the reload? Doctor was performing sleeve gastrectomy with new stapler plee60a, after 2nd firing he unloaded the 2nd cartridge and cleaned the cartridge and anvil half by sterile water. Nurse has opened new cartridge i.e gst60b by following all sterile technique and handover it to the surgeon to load cartridge in the stapler gun. While loading cartridge surgeon found resistant and he immediately checked the condition of cartridge and he found that steel covering on the back side of cartridge is broken and hence he found resistance while loading cartridge. Surgeon has immediately reported it to me about cartridge and he completed surgery by using another cartridge. It is an unfired cartridge and hence all stapler pins are at their positions. The analysis results showed that one gst60b cartridge reload was returned with 11 drivers missing and 2 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, surgeon has fired two gst60g and he took third reload gst60b; while loading cartridge to the gun he found that reload is not fitting properly and he found it is damaged reload. He kept that reload aside and completed the procedure with another reload. There were no adverse consequences for the patient reported.